Manufacturer narrative:
Reported event: an event regarding disassociation, altr and fretting involving a accolade stem which was mated with a lfit v40 cocr head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and CAPA. The event was not confirmed and the root cause could not be identified. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Not available.

Event description:
As reported: "patient presented with a right intraprosthesis dislocation of her femoral head from the trunnion of the femoral stem. The femoral stem was a stryker accolade tmzf stem product #6021-0335, lot #26216202. The femoral head was a lfit v40 36mm +5 product#: 6260-9-236, lot#: wv6mje. During the revision the surgeon observed a complete disassociation from the femoral head and the femoral stem, as well as adverse local tissue reactions, and metal debris. The stem was removed and revised with a [competitor] hip revision stem, there was a [competitor] cup present in the patient, not a stryker cup, no stryker products were re-implanted." Spoke to rep: confirmed that no further information would be released by the hospital or surgeon.